Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative reported that the patient had their implantable neurostimulator (ins) reprogrammed. The patient stated that they no longer felt any burning sensations afterwards. It is unknown when the reprogramming session occurred. The manufacturer representative stated that they have not heard from the patient since then.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2013, product type lead.

Event description:
A patient reported via manufacturer representative that they were experiencing a burning sensation that goes from the lead incision site down to the implantable neurostimulator (ins) site. The patient stated that it has gotten worse over time and was very bad during the week prior to the date of this report. It was noted that the patient still gets good coverage for their pain. No falls or trauma were reported that could be related to this issue. It was reported that the issues occur when the patient moves in a certain way, bended over and stretched forward, but not every time they make this movement. It was also noted that all impedance values are normal; within the high hundreds to low thousands. The manufacturer representative discussed turning off the therapy to see if the sensation still occurs while the therapy is off. They also discussed palpating the connections to see if the issue can be replicated; the manufacturer representative mentioned a possible fluid short. It was noted that these issues began about 8 months prior to the date of this report. The patient is to follow up with their healthcare provider (hcp). Indications for use are chronic low back pain and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.